Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment and confirmed there was a leak over 4.5 lpm. The advanced breathing system (abs) circuit was loose. After the abs circuit was reinstalled, the leak disappeared, and the unit was returned to service.

Event description:
The hospital reported the unit had a leak. No report of patient involvement.